Event description:
On (B)(6) 2017, a 23mm trifecta valve was implanted in the aortic position. On (B)(6) 2017, the patient presented with intermittent asystole so a temporary transvenous pacemaker was placed. On (B)(6) 2017, the temporary pacemaker was dislodged, the patient went into asystole, so a permanent pacemaker was implanted. It is unknown if the device contributed to the event. The patient withdrew from the clinical study so no additional information is available. ((B)(4) crd_837).

Manufacturer narrative:
An event of asystole was reported. The results of the investigation are inconclusive since the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.